Event description:
It has been reported to philips that fluoroscopy was not possible because there was no capacity to store images. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing coronary procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible because there was no capacity to store images. Fse recreated the data base. After recreating system was returned to use in good working order. Fse advice to replace ip pc if it happens again. The codes were updated based on the investigation outcome.